Event description:
Customer reported blood glucose results of 323 mg/dl and 122 mg/dl within 10 minutes on the advantage system. Customer reported flu symptoms, did not treat or act on results. No adverse event relative to this discrepancy reported. A request was made for the return of the system, replacement was sent.